Event description:
It was reported that patient was admitted to the hospital due to a lot of pain. The patient was being discharged as "they (the hospital doctors) did not know how to deal with the pump". No trauma or overdue refills were reported. Drug delivered was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
On 8/18/2014 information was received from the patient indicating that they had never had 100% relief from the pump. The patient noted that they used to have a combination of drugs in the pump, but it was not working so they switched the patient to morphine. The pump still contained morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received from the hcp from an office visit on (B)(6) 2009 reported that despite multiple adjustments of the pump and high doses of dilaudid and mepivacaine the patient reported that she was still in severe pain. The patient reported that she had ups and downs. The patient was very distressed. The patient had seen multiple specialists and the patient's pain specialist had recommended a dye study to assess the pump. The hcp would arrange for a dye study to be performed with 3d CT scanning. An x-ray done had shown the catheter was appropriately located in the intrathecal space.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unk.